Event description:
It was reported that during an orthopedic surgery on (B)(6) 2013 the operating room staff member was accidently stuck with a needle by the surgeon. The staff member who was stuck with the needle underwent blood work and treated per hospital protocol.

Manufacturer narrative:
Date sent to the FDA: 11/20/2013.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.